Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that the reservoir was empty. The customer did not want cot and is not going to discontinue using insulin pump. The customer was advised that if he changes his mind to call us. The customer was advised that the alarm caused by viewing the sensor glucose graph while the device is delivering a bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.